Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and pump error 35 alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. Device also received with cracked case behind the device near the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer¿s blood glucose level was unknown. Customer stated that they went into pool and there was large crack on the battery compartment side. Customer stated they receive another insulin pump error. Customer stated insulin pump was not exposed to a high magnetic field. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.